Event description:
It was reported that patient underwent partial knee procedure 2006. Subsequently, patient underwent revision procedure of the knee secondary to pain, loosening and decreased range of motion.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event.